Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited low pacing impedance and episodes of over-sensed noise. The lead was reprogrammed. The patient was in stable condition and will further be monitored.